Manufacturer narrative:
The company rep examined the sys and cleaned the electrical connectors of the phaco handpiece. The sys was then tested and met product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).

Event description:
A customer reported that after a power outage, the sys displayed a yellow screen warning message, which stated that the fluid (bss) was not recognized during a cataract extraction procedure. The surgeon replaced both the handpiece and cassette, but was unable to clear the issue. The surgeon converted to an extracapsular cataract extraction (ecce) procedure to complete the case following a 40 minute delay. There was no harm to the pt. Add'l info has been requested.